Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range impedance measurements. At this time, there were no plans for intervention. No adverse patient effects were reported.